Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Device remains implanted.

Event description:
It was reported that a patient underwent an initial knee procedure on (B)(6) 2017. Subsequently, the patient was re-operated on due to infection on (B)(6) 2017. The site was cleaned and treated to address the infection. No implants were revised.